Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I generated from alinity I processing module (sn: (B)(6) and provided the following data: customer reference range: 0 - 4.9 ng/l. Patient 1: 25-year-old female sample ID (B)(6) on (B)(6) 2026, initial result was 7.0 ng/l. On (B)(6) 2026, the sample was repeated on another analyzer (sn: (B)(6) and the result was 1.13 ng/l. Patient 2: 56-year-old male sample ID (B)(6) on (B)(6) 2026, initial result was 13.4 ng/l. When repeated on another analyzer (sn: (B)(6) and the result was 1.7 ng/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. In-house accuracy testing of a retained kit of lot 81566ud00 was completed. All specifications were met, indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations associated with the complaint lot and the complaint issue. The product labelling provides appropriate information related to the customer issue. Based upon the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent, lot 81566ud00 was identified.

Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I generated from alinity I processing module (sn: (B)(6) and provided the following data: customer reference range: 0 - 4.9 ng/l patient 1: 25 year old female sample ID (B)(6). On (B)(6) 2026, initial result was 7.0 ng/l. On (B)(6) 2026, the sample was repeated on another analyzer (sn: (B)(6) and the result was 1.13 ng/l. Patient 2: 56 year old male sample ID (B)(6). On (B)(6) 2026, initial result was 13.4 ng/l. When repeated on another analyzer (sn: (B)(6) and the result was 1.7 ng/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13-34, that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number k202525.